Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0wqma, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis found stim lead/body/outer insulation/cut and stim lead/body/conductor/crushed.

Event description:
A manufacturer representative (rep) reported there was impedance on the lead and case. The rep stated trouble shooting included draining/drying the lead. After the trouble shooting the rep stated they were still having impedance and seeing kink in the lead. The lead was removed and replaced and a new lead was successfully implanted and ins. The patient was not harmed and the procedure was successful.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0wqma, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4). Device analysis is not completed a supplemental report will be sent after completion.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) the patient's lead was revised and replaced during a existing stage 2 surgery. The rep stated during the stage 2 procedure, the lead that was implanted during the advanced evaluation looked as though it was kinked. The rep and hcp checked impedance and had impedance on all readings. The decision was made to revise the lead because it looked damaged. The patient was not harmed, the damaged lead was removed and replaced for a successful full implant. The rep noted it was unknown if there were any environmental, external, or patient factors that may have led to the issue. The rep stated they revised and replaced the lead, and the issue was resolved at the time of the report. It was noted the implantable neurostimulator (ins) was attached when the pocket was opened. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.